Event description:
A 48 yr old male undergoing surgical procedure for colvosical fistula on 10/26/1999. Pt under general anesthesia and on anesthesia machine for ventilation. Approximately 1.5 hrs into procedure, anesthesia machine lost compression. Pt removed from ventilator and bagged approximately 5-8 minutes until a replacement machine could be attached. Surgery completed with no unexpected outcome to pt. Pts sao2 remained 100% during event.MFR's representatives in hospital at time. Made aware of event. Undertook evaluation of equipment. No equipment problem found.